Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer stated that the blood glucose level started at 433 mg/dl while he was at work and he felt hot and sweaty and he checked his levels again and it was 595 mg/dl. The customer left work early and by the time he got home it was 566 mg/dl. The customer stated that he didn't think the insulin pump was delivering insulin and the device never alarmed. The customer stated he never checked or changed his site. The customer stated that he kept giving himself boluses until the levels went down. Nothing was replaced or returned.